Event description:
After an implantation period of approx. 13 months, it was reported that the device shows the eri status. The patient was hospitalized and the ICD was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated, and the memory content was inspected. The inspection revealed that the device activated the eri battery status on may 27, 2022 as a result of an invalid memory content. However, the battery is not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In case of invalid memory content in an area related to specific device data, by design the pacemaker will activate the device status eri. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed eri. In eri mode the pacing rate is decreased by 11 percent. During the further course of the analysis the pacemaker was reset. Subsequent interrogation yielded the battery status ok. A stress test under different temperature environments was performed. The battery status of the device was as expected. In addition, a long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.